Manufacturer narrative:
A visual, functional and dimensional inspection was performed on the returned device. The reported difficult to insert was not confirmed. There was stretching on the outer member proximal to the balloon proximal seal. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to insert. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.na

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the mildly tortuous right coronary artery. The 3.0x48 mm xience xpedition stent delivery system (sds) would not pass through the guiding catheter as the most distal portion. The sds was removed and a non-abbott sds was able to advance through the catheter and treat the lesion. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. Returned device analysis identified a stretched shaft at the proximal balloon seal. No additional information was provided.